Event description:
An impella rp flex device was inserted surgically into the right femoral vein in a 67-year-old male patient with a past medical history of coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery: CABG and aortic and mitral valve repair/replacement. The impella was placed due to right ventricle (rv) dysfunction/failure. While the patient was in the intensive care unit (ICU), the patient was noted to have post-operative bleeding requiring multiple packed red blood cells (prbcs), fresh frozen plasma (ffp), and platelet transfusions. The following day, the impella was removed. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 2.2l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.